Event description:
Customer stated that he was hospitalized six to twelve months ago with a low blood glucose between 30 and 40 mg/dl. Customer stated that neighbor found him passed out. Neighbor gave him a coke and glucose tablets. Customer is a brittle diabetic. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.